Manufacturer narrative:
Continued. Section e1 phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return as only one catheter was returned. The returned catheter did not exhibit signs of use (kinks, discoloration, or powder within the catheter). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned the device sprayed as intended both with and without the catheter provided. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. However, it was noted that the lance was able to be moved side to side indicating the back of the lance was likely broken during the release of pressure following our functional evaluation. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusion: our laboratory evaluation of the product said to be involved could not confirm the report as was described as the catheter sprayed as intended as returned, with and without the provided catheter. As only one, seemingly unused, catheter was provided in the return this limits our ability to determine a cause. However, the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged and or/ fluid entering the device resulting in an internal clog. This is the most likely cause. Additionally, the user stated that, following disconnection of the catheter the device released powder which, due to build up of pressure in the system, also indicates the likelihood of a clogged catheter. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic gastroscopy for a bleeding gastric ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray device was removed from the original packaging and set up as per the instructions for use. The catheter was advanced down the endoscope working channel. Once the catheter exited the distal end of the endoscope working channel the user turned the device onto the "open" position. The user then pressed the trigger button to deploy the hemospray powder. The device failed to deploy powder. The catheter was withdrawn from the endoscope and during this step the powder sprayed out of the catheter. A second attempt was made using the second catheter. However again, the powder failed to deploy. The user described this occurrence that it appeared there was a poor connection which made the deployment of the powder intermittent. A second hemospray device was opened and used and worked successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.